Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel, including both positions of the suction valve, the balloon channel, and the air/water channel. The forceps elevator was raised and lowered 3 times in water during aspiration. The device passed the leak test. During manual cleaning, presoaking was performed when there was a delay after a procedure. The detergent used was bromix plus. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and forceps elevator were brushed. The forceps elevator was raised and lowered 3 times in detergent solution and flushed. The distal end was brushed and flushed with the distal end flushing adapter. The automated endoscope reprocessor (aer) used was wassenburg wd440 with korsolex detergent and disinfectant. All channels were connected when setting up the scope in the aer and there were no defects reported on the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was controlled but the filter was not replaced periodically in accordance with the instructions for use. The device was dried by clean compressed air and stored in a simple cabinet. Olympus is the maintenance company. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and did not detect any microorganisms. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the following: the switch box and scope connector case unit had a dent; the plastic distal end cover had a chip; the connecting tube had a scratch; and due to wear of the angle wire, the play of the upward/downward angulation knob was out of the standard value. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for microbial contamination. The customer did not provide further details regarding the positive culture. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.